Event description:
According to the information received there was potential perforation due to a device failure. The esu was using the laparoscopy procedure (gyn procedure), on that time the intestinal perforation happened. The doctor thinks that it is a device failure, but the reason is not clear. The intestinal perforation requires additional medical measures. Due to the pot. Device failure and the intestinal perforation additional medical measures is required.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).